Event description:
During esophagogastroduodenoscopy (egd) for foreign body removal, the physician was attempting to remove the foreign body specimen when the netting broke away from the looping. Event was rectified, however on second attempt the same occurred again.